Event description:
It was reported that a child underwent an aortic valve graft procedure in (B)(6) 2011 and suture was used. The patient develeoped an aspegillus infection at the suture line of the graft. The child is very ill. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.